Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer replaced the controller board and the retractor band to resolve the issue. Rebooted the station and the failures were cleared. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.